Event description:
A customer reported that during a cataract procedure, a system message displayed indicating there was a fluidic management system issue. The case was completed with alternate system. There was a 20 min delay; however, there was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).